Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the ok keypad button was under responsive. The keypad cover was reportedly missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: the keypad cover was found to be torn below the down button symbol with that section of the keypad cover missing. Evaluation revealed that the ok and contrast keypad buttons were intermittently responsive. The keypad cover was removed and contamination was observed under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.